Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection it was observed that the probe unit pink rubber was cut to the core. Other incidental observations were there was a chip to the objective lens and the ultrasound image had 20 plus broken strands. The ultrasound cord had some scratches. The device had wear and tear.

Event description:
As reported for this event, during set up for an unknown diagnostic procedure the pink rubber part of the device was observed to have a crack and a small piece that had come off. There was no leak. The device was not used for set up and the procedure. There was no patient involvement and no impact to the patient.

Manufacturer narrative:
There is more information on the device evaluation. There is also additional information received from the customer. This supplemental report is being submitted to provide this information. The endoscopy technician observed the damage while getting ready for a procedure. No problem was identified during the reprocessing after the previous use. When the technician was getting ready for the next procedure, the technician noticed that a little piece, like a hole or chipped area, was missing. How the damage happened is not known. The device was not used for the intended procedure. No kinks or buckles were noted. Leak testing is done after every use. The customer uses edge dsd medivators automatic machine to clean the scope. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The reported issue was that the pink rubber part of the device was observed to have a crack and a small piece that had come off. Upon inspection it was observed that the probe unit pink rubber was cut to the core. Other incidental observations were there was a chip to the objective lens and the ultrasound image had 20 plus broken strands. The ultrasound cord had some scratches. The device had wear and tear. The likely cause of the cut on the pink rubber is that an external force was applied to the distal end in handling by user. The instructions for use includes the following statements: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.